Event description:
Subsequent to the initial medwatch report, there was no calcification noted in the common femoral artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture break was confirmed; however, the cause for the breakage could not be determined. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It is reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the physician removed the proglide, before loading the suture into the suture trimmer, the physician pulled the blue suture coaxially and the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - femoral angiogram not taken. Per the instructions for use, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.